Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 12-nov-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 80% stenosed, 38x2.75mm, concentric, de novo target lesion was located in the mildly tortuous, severely calcified proximal left circumflex artery. The lesion contained <=45 degrees bend. The procedure was started by engaging a 3.5 6f extra back-up guiding catheter. After a non-bsc guide wire crossed the lesion, pre-dilatation was performed using a 2.00 x 12 maverick balloon catheter. A 2.75x38mm promus element long drug-eluting stent was advanced but failed to cross the lesion even after multiple attempts. The procedure was then completed using a 2.5x38mm promus element drug-eluting stent. No patient complications were reported and the patient was stable. However, returned device analysis revealed a hypotube separation. Promus element, mr, ous 2.75x38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip found no damage. A visual and tactile examination of the hypotube found a break 235mm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.